Event description:
Customer reported device turns on and off automatically. The hosp rep stated there has been no incident reports on this device since the last baxter svc. Info was not provided regarding whether or not the pump was in pt use when the reported condition was found.